Manufacturer narrative:
The customer indicated they do not check for clots prior to loading samples on the instrument. Advised customer to begin this practice. Retention anti-d series 4 and 5, lots 504690 and 505543 respectively, were tested with in-house donor samples of various rh phenotypes that including weak d cells. Expected reactivity was observed. Retention products performed as expected. Returned anti-d series 4 and 5, (received with less than 1 ml and flagged as insufficient by the abs2000) were tested with in-house donor samples of various rh phenotypes including weak d cells. Expected reactivity was observed. The pt's sample was returned; it was tested on an in-house abs2000 instrument. Samples of known rh types were also tested. Retention anti-d series 4 and 5, lots 504690 and 505543 were used. Well failure was observed with the pt sample; the sample was grossly hemolyzed. The samples with known d phenotypes were confirmed by the abs2000. The pt sample was tested manually by tube method with returned and retention anti-d series 4 and 5 and also with other manufacturers' anti-d blood grouping reagents. The pt's sample exhibited optimal reactivity at the antiglobulin phase of testing. The pt typed as weak d.

Event description:
Customer reported a rh discrepancy on the abs2000. A known rh positive pt was reported as rh negative on the instrument. The pt sample was retested; the abs2000 yielded the same results (rh negative). The sample was retyped manually with the same lot of reagents used on the abs2000; positive reactions were observed with anti-d series 4 and anti-d series 5.